Event description:
The customer stated that one patient sample generated (B)(6) results for the architect anti-hbs assay. The patient was (B)(6) for this assay when tested with a non-abbott method. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot 37168lf00 and no adverse trend for the product under evaluation. No patient sample was available for return. Clinical specificity testing of negative control replicates using an in-house retained kit of lot 37168lf00 stored at the recommended storage condition was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. No malfunction was identified as the false result was from a discrete sample where the specificity is not 100%. Historically, (B)(6) assays have not correlated well across different platforms. Differences in assay kinetics and wash efficiencies across platforms leads to differences in antibody concentrations measured for the same sample which also affects correlation. The clinical impact of these differences is insignificant. The assay package insert indicated how to handle inconsistent results and patient samples in order to obtain the expected results. An antigen addition test was performed and confirmed that (B)(6) existed. This result indicated that the architect (B)(6) positive result was correct based on the fact that addition of antigen confirmed the existence of (B)(6). This confirms no issue for the likely cause reagent lot. The customer now accepts that the anti hbs results for this patient are correct.

Manufacturer narrative:
This report is being filed against an ex-us assay (7c18) that has a similar assay (1l82) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report